Manufacturer narrative:
The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation that a fresenius product malfunction or deficiency was related to the reported infection.

Event description:
It was reported that a patient got an infection while on peritoneal dialysis (pd) therapy. Consequently, the patient was reportedly "unable to produce urine" and their catheter had to be removed. In the initial reporting, it was unclear if the catheter removal was directly related to the infection. Additional information was not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the catalog and lot numbers were not provided. A shipping history search for fmc cassettes delivered to the patient could not be performed as a patient account number was not identified. As such, device history and manufacturing reviews could not be conducted. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient got an infection while on peritoneal dialysis (pd) therapy. Consequently, the patient was reportedly "unable to produce urine" and their catheter had to be removed. In the initial reporting, it was unclear if the catheter removal was directly related to the infection. Additional information was not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient got an infection while on peritoneal dialysis (pd) therapy. Consequently, the patient was reportedly "unable to produce urine" and their catheter had to be removed. In the initial reporting, it was unclear if the catheter removal was directly related to the infection. Additional information was not provided.